Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a leaking insulin cartridge/reservoir, resulting in the pump expelling approximately 100 units overnight and no insulin delivery, with a highest continuous glucose monitor (cgm) reading of 344 mg/dl and use of a dexcom g7 sensor. The user fills cartridges to about 120 units, replaces them every two days, and observed no alerts, and the issue has occurred previously. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at or related to the reservoir seal consistent with a leak/splash device problem involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.